Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There were no other complaints reported for this lot. (B)(4).

Event description:
A consumer reported that following bilateral intraocular lens (iol) implant surgeries, she sees starbursts around lights and streaks of light coming toward her during the day and at night. She reports having yag capsulotomies in both eyes and had an anterior yag to "clear vision" in both eyes. Both yag procedures were performed by a different doctor than the implanting surgeon. The consumer has monovision with the left eye for near and the right eye for distance. Additional info was received from the implanting surgeon who indicated the pt also reported glare and halos prior to implant surgery. He also reported the yag capsulotomies were done two months following the initial implant surgeries. Additional info was received from the surgeon that performed the yag laser procedures and he indicated that the lenses may need explantation in the future. There are two medical device reports for this event. This report is for the left eye.